Event description:
Caller reported compact plus system blood glucose result of "over 300" mg/dl, professional system result of 149 mg/dl within 10 minutes. Caller also reported a comparison within 10 minutes from a different day of 301 mg/dl on his compact plus system and 140 on a friend's compact plus system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with pt identifier (B)(6) is customer's compact plus system, medwatch with pt identifier (B)(6) is friend's compact plus system.